Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had compromised force sensor system alarm and drive support cap was loose. Customer's blood glucose level was 139 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer stated that the insulin pump was not dropped or bumped. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received a33 alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test due to a33 alarm. However, device passed rewind test and displacement test.